Event description:
The reporter did not provide a specific reason for the return of the sitter select alarm model 8361. No consequences or impact to pt reported. Inspection by posey shows that there is evidence of battery corrosion present on the door contact and the battery door is damaged, which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Results (other): inspection of the alarm shows that there is evidence of a battery corrosion present on the door contacts. The battery door is damaged. Conclusions: device failure related to user handling, evidence of product abuse.